Event description:
Event description guidant received information that this transvenous defibrillation lead had sustained a fracture. Due to the condition of the patient, the physician elected to surgically abandon this lead along with the patient's ICD. A new guidant system was successfully implanted. No other adverse events have been reported.